Event description:
It was reported that the physician's hand held screen would freeze at the interrogation successful screen and would display parameters after removal and reinsertion of the flashcard. The physician requested a new device to replace the non-working device. Attempts to obtain the non-working device are underway.